Manufacturer narrative:
Analysis revealed multiple low battery resets in the pump logs. The battery resistance was tested and had a passing resistance of 297 ohms. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electro chemical migration, or corrosion related anomaly resulting in a short could be found. Residue was found in the pinion of gear 2 and on the lower plate of gear 3. Although further analysis did not show any other severe anomaly, knowing the intermittent tendency for the high resistance anomaly it was determined that a high resistance battery had caused the low battery reset to occur.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump explant planned. The pump had a critical alarm and was found to be in safe state. The patient suffered from morphine withdrawal and pain, though patient outcome was notated as "no injury or adverse event." The drugs used in this system were baclofen and morphine.